Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent high out of range shock impedance measurements greater than 200 ohms as observed via remote monitoring. During a pre-surgery check, the impedance was noted to be stable at 120 ohms, which is high but within normal specification limits, and no high out of range impedance measurements were able to be reproduced. The rv lead was surgically abandoned and replaced. No outstanding problems were noted in the pocket or with the lead-device interface and no patient complications were noted during the procedure. No additional adverse patient effects were reported.